Event description:
Treatment of an aneurysm. It was reported that during coil delivery, resistance was encountered. Upon removal, the coil detached inside the catheter. No patient injury reported.

Manufacturer narrative:
The devices were returned for evaluation and both implant coils were found detached. The evaluation could not determine the cause of the event. Model# and lot# of other coil involved: pc-5-15-helix / lot: 9052026 - dom: 08/06/2010 - exp: 08/01/2013. (B)(4).